Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 7 was failed. A field service engineer inspected the device and reseated cables, cleaned sensors but issue did not resolve, then fse replaced the controller board on drawer 7 to resolve the issue and verified functionality in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed and unable to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.